Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had lines and that when performing a function, the display from the previous screen remained and customer had difficulty viewing the touch screen. Additionally, the touch screen appeared " faded". There was no adverse impact to customer's blood glucose. The customer declined further troubleshooting from tandem technical support.